Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during dwell 1/5. The home patient (hp) stated the spike came out of the bag. The technical service representative (tsr) explained the message to the hp and advised the hp to start over again using new supplies. The hp stated she recycled the machine and a system error 2367 alarm occurred. On (B)(6) 2010, product surveillance spoke with the hp's nurse who stated the patient did not report any adverse events. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be sent.